Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Wife, who is the customer's caregiver, is calling on behalf of the customer. The customer is concerned with test results from results obtained of 61, 53, 49, 120 and 91 mg/dl. The customer¿s expected fasting blood glucose test result range is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer was not available at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/27/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history (date and time were not set): (B)(6).